Event description:
I was tested for lyme disease 6 times by the 2 tier testing method that showed negative results. After suffering for 2 years, I finally got a positive result from a specialty lab that confirmed I had lyme. Due to poor testing methods, I am now disabled. Effective treatment at the very beginning of my illness would have saved me the expense and suffering I had to endure. Please remove the 2 tier testing protocol so other people will not have to go through what I did. Thank you. Tests need to be perfected.